Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies. The patient fell off their bicycle and fractured their right ventricular (rv) lead. The lead exhibited high impedance. The lead was reprogrammed and was later capped and replaced. The patient also called and reported being "head case now." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they have experienced post traumatic stress disorder because of the previously reported shocks.